Event description:
The customer's husband called to report that the customer had passed away. The customer was wearing the insulin pump at the time of death. The death occured on (B)(6) 2014. The last blood glucose reading recorded was 199 mg/dl on (B)(6) 2014 at 10:00pm. The cause of death was determined to be coronary heart attack. The customer had been diagnosed with emphysema and has been on a oxygen machine since october of last year. The husband declined to return the insulin pump for testing. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.